Event description:
Information was received from a patient. It was reported that the patient had not been able to charge their implantable neurostimulator (ins) for the past two days prior and they were in horrific pain. The patient further clarified that they would get a ¿no device found¿ message when trying to charge their ins and that they would get excellent recharge quality when it would finally connect, but their ins still would not charge. The patient also mentioned that the controller battery would drain when trying to charge their ins and that there was a sound coming from the recharger, which they described as hearing a ¿sizzle¿ coming from the cord. It was also reported that the recharger antenna was heating up at the portion of the cord near the paddle. It was noted that there was no visible damage to the recharger and that the patient was able to connect to their ins using the controller by itself. The repair department was contacted and a replacement recharger was requested. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found that there was a recharger antenna failure, as a "no device found" message was displayed. The device was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.